Event description:
It was reported that a 2.0 x 15mm non-abbott balloon was used for predilatation. The vision was delivered to the lesion, but the balloon ruptured at 12 atmospheres. After withdrawal, a longitudinal rupture was noted on the balloon. The vison stent itself was deployed, so postdilatation was performed with a non-abbott balloon to complete the procedure. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: tazuna 2.0x15, hiryu 4.0mm. Guide wire: runthrough. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices and/or stents, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all products are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). Return of the vision stent delivery system (sds) used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the calcified patient anatomy, such that the balloon ruptured upon the first inflation at 12 atmospheres which is below the rated burst pressure (rbp) of 16 atmospheres. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. In this case, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.